Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported that to boston scientific corporation that a jagtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second jagtome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.